Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: limb ischemia impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient's right leg was cold with no palpable pulse. A 6 fr sheath was placed in the left femoral artery and a 6 fr antegrade sheath was placed in the right femoral artery for a femoral bypass. It was reported that the femoral bypass had clotted off and wasn't working to resolve the issue. An ultrasound was performed, and flow was identified, however the small vessels weren't likely to sustain leg perfusion and bypass flow to the right leg. Unknown how this issue was resolved. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).